Event description:
On 04-apr-2024, the following information was provided to kci by the patient safety advisor (psa): on (B)(6) 2024, a retained foreign material alleged to be abthera¿ open abdomen dressing, approximately 5x2cm in size, was found inside a patient's abdomen during a re-look laparotomy. On 27-mar-2024, the psa requested further information from a general surgical senior medical officer (smo) and is also sourcing a product sample. The smo advised, "there is no specific count procedure for abthera: comes in 2 pieces- so we remove the top foam and the plastic sheet with the spider legs blue foams as 1 piece. In this case, the blue foam has broken off but we would have expected it all to come out as a single piece." On 08-apr-2024 the following information was provided by the kci clinical territory manager: after demonstration of the IFU procedure for resizing for the abthera¿ open abdomen dressing, it does appear that the incident occurred when the foam was cut; however, not removed before application. No additional information was available. The abthera¿ open abdomen dressing lot number was not provided, and the product was not returned; therefore, a device history record review and a device evaluation could not be performed. A photo was provided which showed a portion of used blue foam; however, a fault could not be identified.

Manufacturer narrative:
Based on information provided, kci cannot determine when the foreign body alleged to be the abthera¿ open abdomen dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The dressing was reportedly left in the wound for over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print, states: warnings dressing removal: the dressing components are not bioabsorbable. Always remove all dressing components from the abdomen at every dressing change. Dressing removal remove and discard previous dressings per institution protocol. Completely inspect wound, including paracolic gutters, to ensure all dressing components have been removed. If intra-abdominal packing is present, packing material may be drier than anticipated. Evaluate packing material prior to removal and rehydrate if necessary to prevent adherence or damage to adjacent structures. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.